Event description:
It was reported that the patient arrived in the emergency department of an outside hospital via ems with complaint of acute onset of right sided weakness and aphasia. The patient can follow some commands but cannot move the right upper or lower extremity. Imaging was performed and cta (computed tomography angiography) showed an occlusion of distal a2 segment of the left anterior cerebral artery which was not present on prior scan. Patient was outside the window for tpa. The patient was transported to hospital and repeat imaging was performed. Due to suboptimal noninvasive imaging studies, the physician thought it prudent to perform an emergent diagnostic angiogram to definitively evaluate the status of patient left anterior cerebral artery vasculature and triage care. Patient did get a loading dose of brilinta in the event any further intervention(angioplasty/stent) was necessary. The dsa (digital subtraction angiography) showed some clot formation at the base of the aneurysm, but there is only slight delay in distal runoff of the left anterior cerebral artery, representing near normal (tici @b) flow. There is a loop of coil extending into the left a1/2 junction, but this appears to only compromise the blood vessel by approximately 50% or so. The subject coil that had herniated out of the aneurysm. The site updated the relatedness section and now the event of stroke is probably related to the subject coil.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the main coil herniated out of the aneurysm and the relatedness of the stroke event to the target coil was assessed as probable. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that the patient arrived in the emergency department of an outside hospital via ems with complaint of acute onset of right sided weakness and aphasia. The patient can follow some commands but cannot move the right upper or lower extremity. Imaging was performed and cta (computed tomography angiography) showed an occlusion of distal a2 segment of the left anterior cerebral artery which was not present on prior scan. Patient was outside the window for tpa. The patient was transported to hospital and repeat imaging was performed. Due to suboptimal noninvasive imaging studies, the physician thought it prudent to perform an emergent diagnostic angiogram to definitively evaluate the status of patient left anterior cerebral artery vasculature and triage care. Patient did get a loading dose of brilinta in the event any further intervention (angioplasty/stent) was necessary. The dsa (digital subtraction angiography) showed some clot formation at the base of the aneurysm, but there is only slight delay in distal runoff of the left anterior cerebral artery, representing near normal (tici @b) flow. There is a loop of coil extending into the left a1/2 junction, but this appears to only compromise the blood vessel by approximately 50% or so. The subject coil that had herniated out of the aneurysm. The site updated the relatedness section and now the event of stroke is probably related to the subject coil.